Event description:
Three increased intraperitoneal volume (iipv) situations were identified in the log of a homechoice (hc) device. This is report 3 of 3. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 2000ml and the total drain volume was 3245ml. This drain volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The cause of the increased intra-peritoneal volume was determined to be: insufficient drain; tidal ultrafiltration removal set too low. A labeling review was performed and the labeling was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance contacted the peritoneal dialysis nurse and provided results of hc device evaluation. The nurse reported there was no patient injury and the hp continues to use the cycler for therapy.